Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, the dilator was unable to be passed through the sheath, resulting in the sheath becoming punctured. The device was replaced and the procedure was completed with no adverse patient consequences.